Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the returned device found that the main lamp was slightly burnt black during evaluation; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus that the evis lucera elite xenon light source had an e300 error (light guide detection switch failed) when connecting. The event occurred during reprocessing before a gastroscope. There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was evaluated, and it was found that the main lamp was slightly burnt black. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective socket. In addition to the main lamp being slightly burnt black due to circuit failure, there were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.